Event description:
During preparation for use of the device, the pre-use test of the backup batteries revealed that they did not hold enough change to operate the device as expected. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.